Manufacturer narrative:
"Reported issue it was reported that the irrigation clip broke. Product history review: it was determined that there is inadequate information to conduct a product history review for this device. Reference (B)(4) for further information. Complaint history review a review of complaints related to p/n 111690, lot 176364 shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection could not be performed because the product was not returned. Dimensional inspection: dimensional inspection could not be performed because the product was not returned. Material analysis: material analysis could not be performed because the product was not returned. Functional inspection: functional inspection could not be performed because the product was not returned. Conclusion based on the pictures included with the complaint, it can be confirmed that the part failed at the top thin walled section of the irrigation clip. This feature allows the metal irrigation tube to attach to the irrigation clip. When this feature fails, the irrigation clip can no longer secure the position of the metal irrigation tube. No further conclusions can be made with the supplied information. If the part is returned, this investigation will be reopened."

Event description:
Gray plastic piece separated from the metal portion of irrigation clip intra-operatively. Required steri-strips on clip and around hd long in order to maintain irrigation. Surgeon was concerned about the damage that could occur to soft tissue when this separates. Pka case delayed for 2 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gray plastic piece separated from the metal portion of irrigation clip intra-operatively. Required steri-strips on clip and around hd long in order to maintain irrigation. Surgeon was concerned about the damage that could occur to soft tissue when this separates. Pka case delayed for 2 minutes.